Manufacturer narrative:
(B)(4). This unknown lot could have been produced at either the (B)(6) manufacturing site. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had micro air bubbles in its tubing. This occurred during infusion of a combined mixture (non-baxter product) of magnesium sulfate, potassium, and saline solution using a sigma spectrum pump, which alarmed for air in the line. The bubbles were only seen in the tubing above the pump. The solution was not frozen before this event. There was no patient injury or medical intervention associated with this event. No additional information is available.